Event description:
Caller states that the inform meter has corrosion around the connector pins, and melted plastic of the housing of the meter around the connector pins. No adverse event reported. Requested return of suspect device, and replacement was sent.